Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: 0215491800, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been seeing their healthcare provider for a small wound /pocket breakdown. The surgeon had been dressing wound regularly but elected to remove entire system.